Event description:
It was reported that the pt will need an acetabular liner replacement in the future because, the pt is feeling looseness and he is dislocating out of the cup without actually a full dislocation.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.